Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low power hazard alarms were confirmed via the submitted log files. On 21mar2026, the file captured an atypical no external power alarm while the system was connected to the mobile power unit (mpu). The no external power alarm resolved when the system was connected to battery power. The backup battery supported the system without issue during this event. On 22mar2026, the file captured power cable disconnect, low power hazard, and no external power alarms while the system was connected to the mpu. These events are consistent with loss of ac power to the mpu. The alarms resolved shortly after once external power to the mpu was restored. The backup battery supported the system without issue during the loss of power. There were no other notable events captured in the log files. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, cause of the alarms, if the alarms resolved, troubleshooting steps taken, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for analysis which captured two loss of external power events. The first appeared to be the result of a simultaneous controller lead disconnect from power. The second occurred while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the mpu suddenly losing power. These events appeared to resolve once external power was completely restored. Additionally, a transient emergency backup battery fault occurred during the loss of external power event. The fault appeared to self-resolve.